Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent initial left total knee replacement surgery on (B)(6) 2015 and was implanted with an optetrak device. Plaintiff will undergo a revision surgery of her left knee on (B)(6) 2023. As a direct, proximate and legal consequence of the defective nature of the optetrak device as described herein, plaintiff has suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. No device return anticipated due to this being a legal case.

Manufacturer narrative:
H6: investigation results: the revision reported may have been the result of prosthesis wear, femoral loosening, and tibial tray subsidence as stated in the operative notes. The prosthesis wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The aseptic (non-infected) femoral loosening may have been the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions. The tibial tray subsidence may have been the result of poor bone quality, misalignment, a load transfer issue, or any combination of these possibilities. However, the reason for the reported prosthesis wear, femoral loosening, and tibial tray subsidence could not be confirmed as the devices were not returned for evaluation, and images/radiographs were unable to be obtained.

Manufacturer narrative:
Pending investigation.

Event description:
Additional information received via legal department: revision procedure for left knee is approximately 7 years, 7 months post initial implant. Revision operative report of (B)(6) 2023. Pre and post operative diagnosis: aseptic loosening cemented left knee prosthesis and polyethylene wear/failure. Findings: synovitis with pe particles. Grossly loose cemented ps femoral component. Subsided cemented tibial component. Worn pe patella component-well fixed. Manual explantation of all components was performed. Medial cavitary distal femoral bone loss was noted. No significant tibial or patella bone loss was encountered. Staples were placed, sterile compressive dressing and knee immobilizer were applied. The patient was moved to the recovery room in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Investigation findings: corrected information fields: d2a, d6a, h6-clinical codes, medical problem code component code. D10: (B)(6), 02-010-01-0220 - logic femoral ps cem left sz 2. (B)(6), 200-02-32 - three peg patella 32mm. (B)(6), 02-012-41-2020 - logic tibia traptray cem sz 2f/2t.

Manufacturer narrative:
The revision reported may have been the result of prosthesis wear, femoral loosening, and tibial tray subsidence as stated in the operative notes. The prosthesis wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The aseptic (non-infected) femoral loosening may have been the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions. The tibial tray subsidence may have been the result of poor bone quality, misalignment, a load transfer issue, or any combination of these possibilities. However, the reason for the reported prosthesis wear, femoral loosening, and tibial tray subsidence could not be confirmed as the devices were not returned for evaluation, and images/radiographs were unable to be obtained. H6: corrected investigation clinical codes.